Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3,h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - h6 (medical device ¿ problem code, health effect ¿ impact codes, health effect ¿ clinical code). There is no other information provided. If any pertinent information is provided, then the complaint will be reopened and updated.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) power cable cannot retract. No harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11 it was reported that balloon pump power cable cannot retract. There was no impact to the pump to provide therapy or any clinical impacts. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that balloon pump power cable cannot retract. There was no impact to the pump to provide therapy or any clinical impacts.